Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: my8060; batch#: 23115496. It was reported by customer that we did have another leak happen in our oncology clinic today with an IV push doxorubicin. When the nurse disconnected the syringe from the y-site there was a few drops left. It sounds very similar to what is happening with our techs and the texium bonded syringes not being secure. Verbatim: complaint received via email(s) attached. We did have another leak happen in our oncology clinic today with an IV push doxorubicin. When the nurse disconnected the syringe from the y-site there was a few drops left. It sounds very similar to what is happening with our techs and the texium bonded syringes not being secure.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# my8060 and lot# 23115496 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: my8060. Batch#: 23115496. It was reported by customer that we did have another leak happen in our oncology clinic today with an IV push doxorubicin. When the nurse disconnected the syringe from the y-site there was a few drops left. It sounds very similar to what is happening with our techs and the texium bonded syringes not being secure. Verbatim: complaint received via email(s) attached. We did have another leak happen in our oncology clinic today with an IV push doxorubicin. When the nurse disconnected the syringe from the y-site there was a few drops left. It sounds very similar to what is happening with our techs and the texium bonded syringes not being secure.